Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 400 mg/dl at the time of incident and the current blood glucose of the customer was 99 mg/dl. The customer reported other blood glucose level were 266 mg/dl and 265 mg/dl. Customer reported that the insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Customer reports they were able to clear the alarm. Customer states they a=were able to rewind the insulin pump. Customer reported that they assisted with performing displacement test and self test and both test passed. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was unsure if auto mode was active or not at the time of reported event.